Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) by the implantable cardioverter defibrillator (ICD). The device also interrogated for recommended replacement time (rrt). The patient has cancer and the physician elected to not perform any intervention to the device until the patient¿s condition stabilize. The patient was medically treated. The device remains in use. No further patient complications have been reported as a result of this event.